Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Ventricular capture management (vcm) trend shows minimum rv lead threshold rises from 0.25v on (B)(6) 2014 up to 2.5v by (B)(6) 2014 and remained elevated throughout record.

Event description:
It was reported that during routine device check, the right ventricular (rv) pacing threshold increased. The chest x-ray was suggestive of lead microdislodgement. The device was reprogrammed. The patient was checked again and it was noted the patient experienced twitching when the device output was raised. There was also short interval counts (sic) recorded. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products:: product ID: 457453 lead, implanted: (B)(6) 2014. (B)(4).